Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018 (partial) product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 30-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine with an unknown concentration at 11.25 mg/day via an implanted pump for phantom limb pain and spinal pain. It was reported the patient¿s pump malfunctioned and the reporter was not really sure in which way the pump ¿malfunctioned¿ but the problems leading up to the replacement on (B)(6) 2018 included: the patient woke up one morning and was going through withdrawals and went ¿through a full withdrawal cycle.¿ the patient went to the doctor and they set a surgery date to remove the pump and to put the patient on oral morphine. It was noted about four days prior to the planned removal, the pump started working again unexpectedly and the patient almost overdosed (unknown if this was (B)(6) 2018). The event date regarding the withdrawal was (B)(6) 2018. It was also reported two weeks after the withdrawal occurred the company representative (rep) was consulted about the withdrawal and was the one who recommended that testing of the pump/catheter be bypassed and to go straight to surgery. Additional information was received from a company representative (rep) on (B)(6) 2018 indicated they were present for a catheter revision. The pump was replaced per the patient request. It was noted no pending alarms were found and everything was normal. The catheter had what appeared to be a small kink, which would explain the symptoms reported. It was further reported, at the day of the patient¿s surgery, there was no complaint. The patient said he felt good and like it was working. There was no complaint the day of surgery and the rep was a little confused as to why we were still doing the surgery. Additionally, it was noted during the pump replacement, when the pocket was opened, a small bend was found in the proximal segment of the catheter inside the pocket. The catheter flowed freely following disconnection from the pump. The physician cleared 1-2mls from the catheter without issue. The physician decided to replace the small piece of catheter in the pocket, as it may have explained the symptoms the patient experienced. It was clarified the patient had no withdrawal or pain on the day of surgery. The patient had felt bad in the past; however, had not symptoms on the day of surgery and the rep was not aware of any complaints prior to the day of surgery. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork for the pump indicated the pump was replaced on 2018-(B)(6) and the patient was receiving morphine 20 mg/ml at 10 mg/day. The event date was unknown, and the patient had increased pain reported at some point. On the day of surgery, the pump was functioning, no alarms, no symptoms, and no complaints. The patient was adamant the pump be replaced. The patient recovered without sequela. The reason for pump removal was patient request. A rotor and dye study were not performed. No further complications were reported/anticipated or expected.

Manufacturer narrative:
H3 - analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all testing in the laboratory. If information is provided in the future, a supplemental report will be issued.